Manufacturer narrative:
This report is being supplemented to provide additional information provided by the third party microbiological results. Updated field: h10. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu of an unspecified microorganism. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - charged coupled device cover lens --- cracked. - distal end cap cover --- scratch. - bending section rubber glue --- separated. - mouthpiece --- damaged. - universal cord --- wrinkle. - plug unit --- damaged housing. - bending tube --- movement failed. - control unit --- coil pipe plate has dents. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive on (B)(6) 2023, for 2 colony forming units (cfus) of coagulase-negative staphylococci (water jet channel was sampled), 2 cfus of staphylococcus aureus (air / water channels were sampled), 3 cfus of coagulase-negative staphylococci (biopsy channel was sampled, and 1 cfu of filamentous fungi (aspirator canal was sampled). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.